Manufacturer narrative:
(B)(4). Lock out. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Please note that this condition is unrelated with the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. After the insertion into the trocar, the clip applier didn't deliver any clip. No unexpected noise was heard and no unexpected resistance felt. The surgeon used a second device to perform the procedure. There were no adverse consequences for the patient.